Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation, the monitor was unable to recognize an electrode belt. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector won't latch) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case, and was unable to stay latched to an electrode belt.